Event description:
Revision surgery - due to instability; the surgeon changed the 3d poly to a posterior stabilized (ps) knee.

Manufacturer narrative:
The reason for this revision was to alleviate a patient joint instability after 2.7 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint against lot number 59601443 and both are reported to be for instability. (B)(4). No information was provided that definitively described the nature/root cause of the instability. There are no indications of a product or process issue affecting implant safety or effectiveness.